Manufacturer narrative:
Concomitant medical products. An 1883672hs ¿ bur, 3pk hi speed diamond 70 deg; lot ¿ 0205647367; manufactured date ¿ january 4, 2012; use before date ¿ january 2, 2020; 510k number - exempt. (B)(4). The product analysis indicates that two un-sealed samples (part number 1883672hs, from lot number 0208854558 and 0205647367) were received. There was evidence of biological contaminants on both samples [based off of the reactivity with hydrogen peroxide]. The returned samples were not identified with their respective lot numbers therefore the samples were analyzed together. Sample 1, the distal tip broke off of the spiral wrap which would have resulted in the reported event. The portion that became detached measured 0.45¿. When viewed under magnification, the spiral wrap had wound in on itself in a clockwise direction, which also indicates the direction it was running when it broke. There was a groove on the inner shaft 0.64¿ from the distal face of the inner hub which is typical of excess pressure. However, this could not be confirmed. The remaining portion of the inner assembly spun freely inside the outer assembly. Sample 2, the spiral wrap broke 2¿ from the distal end which would have resulted in the reported event. When viewed under magnification, the spiral wrap had wound in on itself (at the break, and 1/2¿ from the distal tip) in a clockwise direction, which also indicates the direction it was running when it broke. The remaining portion of the inner assembly spun freely inside the outer assembly.

Event description:
It was reported that two burs broke during one case. The facility called the rep to report the event, the rep was not present during the case. The tip of one bur broke off into the patient. It was easily retrieved using manual instruments to grasp and remove the broken tip. The tip of the second bur broke off, but remained attached to the bur shaft. There was a delay in the case of less than five minutes to change out the two burs. A third bur was opened and used to complete the case with no other issues. There was no injury reported as a result of this event.